Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. No further conclusion could be drawn based on the currently available limited information. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.

Event description:
Pt that underwent operation with anastomosis that was created using the colonring device. The device was naturally expelled on pod 9. On pod 10, the pt complained of severe abdominal pain. Abdominal infection was diagnosed and he was reoperated, colostomy was performed.